Event description:
The hospital reported that the patient was lying on the operating table for a CABG. The vein had been dissected. The vasoview hemopro 2 tool was connected via the extension cable to the generator. The harvester's tool was placed between the patient's legs, and the or nurse suddenly noticed smoke. It turned out the harvester's tool had spontaneously activated and turned red hot. The hot harvester's tip tool had ultimately caused a burn on the patient's scrotum. The burn degree is 2 and a small part grade 3. No sign of infection, no pain. Per photo provided by the complainant, it is observed a burn on the patient's scrotum. A new device was opened, and the surgery was completed successfully. There was a delay of approximately 15 minutes. The 9th of december the patient was discharged. Minimal lesion on the skin is present, without pain.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Initial reporter name exceeds limit in characters: (B)(6).

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 01/05/2026. An investigation was conducted on 01/07/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be intact with no visual defects observed. The clear silicone insulation on the both the cold and hot jaws was observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device self activated when power was activated to the device and the device would not turn off unless the power was manually turned off to the device. When the jaws were closed, the jaws of the device would smoke. If the jaws of the device were open, there was no smoke observed. No further testing was conducted due to the self activation. Based on the returned condition of the device as well as the evaluation results, the reported failure "self- activation" was confirmed as well as the reported failure "smoke" was confirmed. A manufacturing engineering evaluation was conducted. A visual inspection was conducted. There were signs of clinical use and no evidence of blood observed. The heater wire was observed to be intact with no visual defects observed. The clear silicone overmold on both the cold and hot jaws was observed to be intact with no visual defects observed. An electrical evaluation was conducted. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c­ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was toggled to the on position. The vh-4000 hemopro2 tool immediately self-activated. The complaint was confirmed for "self-activation". Next, the complaint vh-4000 hemopro2 tool handle was opened to determine the cause of the self-activation. After opening the handle, the toggle was removed from the handle to expose the switch inside the handle. There were frayed wires from the welder unit wire that were in contact with the normally open switch terminal. Examination of the closed switch terminal where the welder unit wire was welded exhibited objective evidence there were strands of wire welded to the terminal. In addition, there were frayed wires that had separated from the weld and were in contact with the normally open switch terminal. Based on the visual evidence, the frayed wires from the welder unit wire were in contact with the normally open switch terminal. This contact caused a short circuit and self-activation of the device. The cause of the frayed wires can most likely be attributed to an inadequate weld. Out of tolerance consideration: the lot number for the complaint device (onetrack 1425386) was not able to be confirmed. Thus, an out of tolerance query and analysis was not able to be performed. A ship history was performed to the account; there is no evidence that anything was shipped to the account prior to the aware date. See attached ship history spreadsheet. Specific actions for the reported failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.